Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to an insulation issue. No further information is available.

Event description:
Correction to initial MDR: explant date was reported to be (B)(6) 2016; however the lead was capped and not explanted.